Manufacturer narrative:
(B)(4).

Event description:
It was reported that technical services (ts) received a call about noise during a routine pacemaker changeout. After the new device was implanted and programmed, there was visible noise on the right ventricular (rv) lead when device testing was performed. The noise was not seen during pacing system analyzer (psa) testing. The rv lead had a history of noise. The device was reprogrammed and the rv lead was turned off. No additional adverse patient effects were reported.